Event description:
Reporter indicated that device interrogation at office visit revealed that the pt's generator was set to 0ma output current instead of to prescribed parameters. The pt has reportedly never experienced efficacy with the vns therapy. It is believed that the pt's device was inadvertantely set to 0ma output current at last office visit approximately two months prior. The pt's device was reprogrammed to prescribed settings. User error during previous programming session is suspected.